Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, (B)(6) 2005. (B)(4). The initial reported event was received on 2015-07-01. Of note, the reportable malfunction and/or serious injury (infection) is normally submitted via an alternate summary report (asr) submission that should have been submitted on 2015-10-31. Information was subsequently received on 2015-09-08 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that approximately three months after a routine device change out the patient developed a pocket infection. The cardiac defibrillator (ICD) and leads were explanted. Seven days later the patient expired. The cause of death was reported as wound infection of the implanted device and sepsis. The secondary cause of death was immunosuppression related to rheumatoid arthritis medication.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.